Event description:
Patient underwent implantation of a medtronic dual-chamber, biventricular ICD 5 years ago at an outside institution and subsequently had normalization of her ejection fraction. She was visiting family in our region and was noted to have presyncopal spells and then appropriate ICD therapies from her device. She was found to have ventricular tachycardia and underwent cardiac catheterization, which demonstrated normal left ventricular pressure of single-vessel coronary artery disease, and the right coronary artery with a 50% ostial stenosis and ffr of 0.92. Remaining vessels had minimal evidence of angiographic disease and no interventions were required. She recently underwent an ablation procedure targeting frequent pvcs with identical morphology to her vt. These were found to have origin in the region of her right ventricular lead. Despite ablation, she had return of her vt. She had recurrence of salvos of vt requiring treatment with amiodarone. Because of origin originating from insertion of right ventricular pace sense/defibrillation lead and due to the fact that it was a sprint fidelis lead on recall, albeit without overt signs of failure, she was seen by an electrophysiology staff and deemed appropriated for an elective extraction procedure of her rv lead and repositioning in hopes that this would reduce her risks for vt from mechanical irritation of the right ventricular lead. In addition, her device was very close to elective replacement interval. Therefore, generator change was deemed necessary.